Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one circular stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a shallow knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter: (B)(6). Contact office: (B)(4).

Event description:
According to the reporter, during an unspecified surgery, there was an issue with staple formation. The staples were not completely b shaped. Another device was used to complete the surgery without any further problem. The donuts were complete and there was unanticipated tissue loss.